Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged. No patient symptoms were reported. Lead revision was attempted but failed due to the patient's stenosis. The system was removed at that time. A pneumothorax was identified post procedure. No intervention was reported. No further information was available.